Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the right ventricular (rv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.